Manufacturer narrative:
A request has been made to have these products returned to boston scientific. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) defibrillation lead were explanted after the patient developed a system infection.